Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge check one day post implant, this right ventricular (rv) lead exhibited loss of capture (loc) at variable outputs and threshold settings. The lead was suspected to have dislodged. A revision procedure was performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.